Manufacturer narrative:
As received only the middle portion of the lead was received for analysis. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2019-14810. It was reported that the patient presented in clinic after feeling the leads eroding through his skin. The leads were explanted and replaced. The patent was stable before and doing great following the procedure.